Event description:
It was reported that patient enrolled in a clinical study underwent right partial knee arthroplasty on an unknown date. Subsequently, patient underwent manipulation of the right knee secondary to arthrofibrosis on (B)(6) 2003. No components were removed or replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.